Event description:
During testing of a svc loaner by a zoll technician, the device inappropriately displayed error message code "check electrodes" on the monitor screen. There was no pt involvement in the reported failure.